Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that during stage 1 procedure, healthcare provider (hcp) had difficulty removing the stylet from both of the leads that were implanted. Caller stated that physician had difficulty removing the stylet from the first lead and when the contralateral side was performed, the physician had such difficulty removing the stylet from that side that they had to use a hemostat to pull it out while the nurse held the lead, gently, with her fingers near the skull (as the stylet was already advanced out past that point). Physician had also backed the setscrew all the way out to aid in the removal. Caller mentioned physician doesn't use the sensight burr hole device and the only thing consistent between both sides was the lead holder that was used. Caller stated impedances were checked on both leads and were in-range. Caller will be returning the stylets and the introducer kits. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. Please send device analysis report to caller and h ealthcare provider (hcp). Caller mention having done a case with the physician in the past in which analysis was needed on the device but that event was reported. No symptoms reported. Additional information received from the manufacturer¿s representative (rep) re ported the cause of the issue removing the stylet wasn¿t determined.

Manufacturer narrative:
Continuation of d10: product ID b3301542, serial# (B)(6). Product type lead product ID b3301542m, serial# (B)(6). Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(6), ubd: 15-may-2025, UDI#: (B)(4). ; product ID: b3301542m, serial/lot #: (B)(6), ubd: 28-mar-2025, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.